Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing comm loss for a single multiple patient receiver (org). A total of 8 transmitters were affected. No patient harm or injury was reported. The customer then reported that they verified if the org was getting power and this was when they realized that the power cable was unplugged. As soon as they connected the power cable, all of the affected transmitters became visible on the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical products & common device name: the following 2 devices were used in conjunction with the org but did not experience a failure. Attempts to obtain the following information were made, but not provided: cns - model: pu-621ra, s/n: (B)(4), approximate age of the device: 83 months, device manufacturer date: 02/06/2013, unique identifier (UDI) #: (B)(4). 8 transmitters - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for a single multiple patient receiver (org).

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated cns device was experiencing communication loss with telemetry patients. Nk tech support assisted customer in troubleshooting and found that the power cable on the org receiver was unplugged. Once the power cable was plugged back in, communication was restored. Investigation summary: the root cause of the issue was an unplugged cable on the org receiver. Org receiver provides communication between telemetry transmitter and cns. Additional model information: d11 & c2: the following 2 devices were used in conjunction with the org but did not experience a failure. Attempts to obtain the following information were made, but not provided: cns - model: pu-621ra. S/n: (B)(6). Approximate age of the device: 83 months. Device manufacturer date: 02/06/2013 unique identifier (UDI) #: (B)(4). 8 transmitters - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni,

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for a single multiple patient receiver (org).